Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had bad image quality, glare and interference. There were no reports of patient harm.

Event description:
It was reported the camera head had bad image quality, glare and interference. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the report of bad image glare/inference was due to a bad charged coupled device that needed to be replaced. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.